Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; the units had damaged/broken components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported the unit had reduced brake force. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were 13 devices that displayed the reported issue; however, investigation found that 1 of the devices had been reported as a duplicate. The correct number of devices should be 12.

Event description:
This report summarizes malfunction events, where it was reported the unit had reduced brake force. There was no patient involvement.